Event description:
Spontaneous ibc from pt to inform us her pump is not working; unknown details. Pt missed a dose; no ade reported; device available fa- return; unknown lot/expiration. No further info known. Indication: immunodeficiency with predominantly antibody defects, unspecified. Pump used to infuse hizentra 20% at above dose and frequency. Reported to (B)(6) pt/caregiver.